Event description:
Procedure: ptca and stenting of proximal lad lesion. Lesion was predilated using high pressure balloon (maxum) as lesion was not easily dilated. Attempted to pass tetra stent butt was unsuccessful. Withdrew balloon/stent system from coronary artery and into 6 fr. J l 4.0 guidant guide with loss of stent from balloon. Undeployed stent retrieved from aorta using goose neck snare. No complications recongnized. Proximal lad re-dilated then successful deployment of different tetra stent.